Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported leakage of the tubing set. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects nd no reported delay of critical therapy. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. The device was not received. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Documentation received from the international affiliate indicates that info on reprocessing of the device was unk. This report represents all the info known by the reporter upon query by hospira personnel.